Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit. Error code 800.8000. Customer (B)(6) called in for help on 8015 unit has error code 800.8000. Which is the software on the unit is corrupt needs to reflash the software to resolve the issue. First walk customer through the steps to add the correct firm ware files onto his asm software for version 9.12.40 complete. Then example how to reflash the unit to resolve the error but if flash fails try again if it fails again. He has a bad logic board will need to be replace .